Manufacturer narrative:
The investigation for the priming issue has been completed. Impella cp and purge cassette were returned for evaluation. No visual abnormalities were noted on the returned pump. Purge cassette was able to be de-aired without issue and pump was able to purge fully for approximately 10 minutes. No leaks in pump or purge cassette were noted. Clinical details noted that a new purge cassette and new aic were used in attempt to prime pump without success. No problem was found with pump priming during case. The device functioned/operated to specification.

Event description:
The user facility reported a 61-year-old female was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support. While in the cath lab, circulator nurse dropped purge disc and cassette onto scrub nurse sterile field. Scrub nurse gave disc and cassette to circulator and the spike at the end of the purge line disconnected and fell onto the floor. Circulator nurse did not want to get a new disc and cassette and insisted that he would find a spike from elsewhere in the hospital¿s own supply. He attached a spike to the end of the line and tried to continue the purge process. The optical sensor error was then noted, as the circulator did not push plug into console all of the way, so plug was pushed in and error alarm went away. Once the plug was all the way in the priming process did not continue for the impella pump. Despite restarting the process, opening a new disc and cassette and automated impella controller (aic), the pump still would not prime. The decision was made to abort this pump and open a new pump. A new pump was opened and successfully primed and started.

Manufacturer narrative:
The impella device was received from the customer on 26-aug-2024 , therefore, an investigation of the device is underway. Should the device or any new information be received, a supplemental MDR will be filed.